Event description:
Manufacturer received device tracking information indicating that patient had been re-implanted after only one year and one month. In the process of verifying the reason for explant of original ncp system, it was discovered that the patient's original ncp system was explanted due to infection.